Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Based on the information received, the root cause of the endocarditis is most likely due to patient related factors/conditions and is not related to device malfunction.

Event description:
Through follow up it was learned the device was explanted due to endocarditis. It was reported the valve was still good and the problem was the vegetation at the annulus level.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 29mm bioprosthetic mitral heart valve was explanted after eleven (11) months due to unknown reasons. A 29mm pericardial bioprosthesis was used in replacement and no additional details were provided.